Event description:
Caller alleged imprecision with inratio meter. Results as follows: date (B)(6) 2012: inratio reading 1: 2.0 lot: 279124; inratio reading 2: 4.5 lot: 279124; inratio reading 3: 4.6 lot: 279124; inratio reading 4: 4.4 lot: 279124; inratio reading 5: 4.9 lot: 289284. Time between testing was 5 minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.